Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15747240 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: new coil (637hf0204/lot unknown); microcatheter (details unknown).

Event description:
During positioning, the 3rd coil ¿ orbit mini complex fill2.5x3.5 (637mf2535/15747240) had stretched during adjustment. The coil was changed to another 637hf0204/lot unknown to complete the procedure. No adverse event on the patient. The procedure was embolization of intracranial aneurysm on (B)(6) 2013. The aneurysm size is 5.4*6.2mm.

Manufacturer narrative:
During a coil embolization of a 5.4x6.2mm intracranial aneurysm coil embolization when positioning the 3rd coil which was an orbit mini complex fill 2.5x3.5 (637mf2535/15747240) it stretched during adjustment. The coil was changed to another 637hf0204/lot unknown to complete the procedure. There was no patient adverse event. No further procedural information has been provided in response to multiple follow-up investigative efforts. A non-sterile orbit mini complex fill 2.5x3.5 was received coiled inside of a coil dispenser, inside of the orbit box. The hypotube was inspected and it was found kinked. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope through of the introducer; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed and appears to be due to the application of excessive forces; however, a definitive conclusion cannot be made. With review of the available information it cannot be determined if clinical factors including aneurysm characteristics, device manipulation during positioning or other factors may have contributed to the event. Based on the report that it occurred during procedural use and with review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.